Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. In addition, it was reported that the pump battery depletes faster than expected. The customer declined to further troubleshoot with tandem technical support. Customer continued to use the pump for insulin therapy.